Event description:
A medwatch report concerning a malfunction of the olympus dsd endoscope disinfector was submitted to FDA by an unidentified source. The reporter stated that at the conclusion of an automated disinfection cycle, an endoscope was retrieved from the basin of the dsd. Although the log printout associated with the disinfection cycle indicated that the disinfection cycle had been properly executed, the reporter observed that glutarldehyde had never been transferred to the basin for the disinfection cycle. As a result of inadequate contact with liquid chemical germicide, the endoscope had not been subject to high level disinfection. The endoscope in question was therefore not used for pt diagnosis and/or treatment. To the best of the reporter's knowledge, no pt infections have resulted from the dsd malfunction.